Manufacturer narrative:
Test strip lot # 1020214149, expiration date: 05/2016, control solution lot # none. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical and emergent food intervention. Emts were called and the consumer was transported to the hospital with low blood sugar results and was treated and released. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use. Prior to the event, the consumer was experiencing low blood glucose results on his nova max link meter. The meter and test strips will be returned for evaluation.